Event description:
(B)(4). Panic attacks, tachycardia, bloating, swelling of the legs and hands and feet rashes, loss of sex drive, abdomen cramping, painful intercourse, sharp pains in left and right side endometriosis, had to have a laparoscopy and d and c and getting ready to have a hysterectomy at the age of (B)(6) and I have enlarged blood cells.